Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00169. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence, pain during intercourse, urinary tract infections, mental damages, and emotional damages. The mesh has caused a traumatic experience and has caused the patient significant suffering. Intimacy between the patient and her husband has been affected due to severe pain during sexual intercourse. This has caused much stress. The patient still experiences incontinence which causes her embarrassment. (B)(4). This is one of three medwatches being submitted as there are three devices involved in this event. See also medwatch 2210968-2012-00169 and 2210968-2013-01011. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced dyspareunia, infections and pressure on bladder. (B)(4).